Event description:
It was reported that there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service indicates: reported by the customer: the view was not complete round. The upper end was cut and out of the screen. P/n: 16882101051. S/n: (B)(6). Summary of evaluation: fault found view off centre. Action taken. Serviced. Internal prism adjusted to centre view. Tests: function test. Pressure test. General inspection. Passed all tests. Qip: (B)(4). The item has been repaired and fully tested as per the manufacturer's quality inspection procedure (qip). The item has been deemed repaired and fit for use by a fully trained stryker engineer.. Probable root cause: cables, hdmi cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring), problem toggling light source, connected monitors, leaking, poor grounding (e.g camera head connection from cable to transition board), no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit (imu), incident light from surgical scene is reflected by coupler/ch window, use error . The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was partial image loss.